Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. An analysis of the raw data from this test result was conducted. The sample demonstrated an abnormal neutrophil population, with many neutrophil events appearing in the monocyte region of the histogram. The software algorithm for the lh750 analyzer would have generated an imm ne1 (immature band cell) flag; however, it would not have been sensitive enough to set a blast flag for this sample. Further, the imm ne1 feature was turned off on this analyzer. Flagging preferences were set to highest sensitivity level for blast cells, mid-level for variant lymphocytes and imm ne 2 (for immature neutrophil) with imm ne 1 turned off. In summary, the software algorithm was not sensitive enough to initiate a blast flag for this sample. A field service engineer was not dispatched to the site as this appeared to be a sample-specific issue.

Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in a blood specimen from one patient. The erroneous test results were reported outside of the laboratory. The customer performed a manual differential on the sample and noted 30% blast cells. The customer believed the manual differential results to be correct. A corrected report was subsequently issued. There were no reported changes to patient treatment associated with this event.